Event description:
New information received noted that the right atrial (ra) lead was explanted and replaced. The patient status was stable throughout the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture sleeve tie impressions. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. No others anomalies were found.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. No programming changes were made. The patient status was unknown.